Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that staples malformed after firing. During the vats lobectomy, after fired with a green reload, when severing the bronchus. Another green reload was used to complete the surgery. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Date sent: 7/2/2018. Batch # p58l8v. The analysis results showed that one ecr60g cartridge reload was received. The reload was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. Event described could not be confirmed as the cartridge was received fully fired. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.